Event description:
Pt had pcd implantable cardioverter defibrillator inserted on 1/22/93. Pt presented to physician's office after developing recurrent shock. Pt admitted on 5/16/94 because of concerns about pcd malfunction. Pt taken to or on 5/20/94 for lead revision and/or replacement. During procedure, the adaptor to which the epicardial pace/sense leads were attached was observed to be cracked. The adaptor was removed. The epicardial leads were capped and sutured in. A transvenous lead was inserted.